Manufacturer narrative:
Concomitant: product ID 748240, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 7436, serial# (B)(4), product type programmer, patient. Product ID 3389-40, lot# j0455041v, implanted: 2005-(B)(6), product type lead. Product ID 3389-40, lot# j0546567v, implanted: 2005-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the therapy impedance was greater than 4,000 ohms on the right side. The cause of the impedance issue was not determined, so it was unknown if it was device related. It was unknown if there was a lead fracture. The patient was to see the surgeon soon, so the patient outcome was unknown. No interventions or patient outcome were reported, so additional information would be requested after the patient saw the surgeon. If additional information is received a supplemental report will be sent.